Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , the following findings were noted : this device (tfl-fbx150s) was received at the bnp facility (olympus service business center) in a sealed, tyvek pouch and was inspected . Inspection found the distal tip to this fiber appears unused. There are 3 breaks in the fiber jacket including a full severance. The proximal handle does not have any signs of damage and the proximal cap is on. The device is sent to OEM (original equipment manufacturer ) for further analysis and investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿ supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that 2 fibers failed during a start of the procedure; one tfl-fbx150s and one tfl-fbx200s. Customer stated that they did not reach the patient so there was no patient injury. The fiber was plugged in and then they got the error message. Same procedure. The door opened each time. The procedure was able to be performed after tfl-fbx200s was recognized by the soltive laser.there was no patient harm, no user injury reported. Device evaluation found the fiber tfl-fbx150s observed with three breaks in the fiber jacket including a full severance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported the fiber displayed an error message. Based on the results of the investigation, it was confirmed that there were breaks in the fiber jacket. It¿s likely the breaks in the fiber jacket were due to mishandling during shipping on the return of the device to olympus, as the customer did not initially report breaks in the fiber. The root cause of the fiber error message and breaks in the fiber were unable to be identified. Olympus will continue to monitor field performance for this device.